Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
It was reported the patient's upicsy-4.0-CT-nt cracked between the colored 5 cc max plastic piece and the tubing. As a result, the device was replaced 3 days later.